Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter broke. In 2004 a taxus express2 3.0 x 28 mm drug eluting stent was attempted to be placed. The hypertube broke when it was passed through the y-connector into the guider. There was no resistance felt. The stent did not come out of guiding so physician inspected the device. The distal part was retrieved and another taxus exress2 stent was used without problem. There were no reported pt complication.